Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy while using the bipolar fenestrated grasper (bfg), one of the jaws detached and fell into the patient cavity. A laparoscopic grasper was used to retrieve the piece. The bfg was replaced. There was no patient injury.

Manufacturer narrative:
H3) evaluation summary: medtronic led an evaluation of the associated device logs and provided images for the reported bipolar fenestrated grasper. The bipolar fenestrated grasper sample was not made available for this incident as it was discarded by the customer. Three images were received for evaluation. One image depicted a bipolar fenestrated grasper with one jaw that was broken off. One image depicted the broken jaw alongside a bipolar fenestrated grasper. One image depicted the serial number that matched what was reported. Evaluation of the logs did not show an indication of an error being triggered by the bipolar fenestrated grasper. Evaluation of the bipolar fenestrated grasper confirmed the reported condition, however, the investigation concluded there were no a bnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic radical prostatectomy procedure, while using the bipolar fenestrated grasper, one of the jaws detached and fell into the patient cavity. A laparoscopic grasper was used to retrieve the piece. The bipolar fenestrated grasper was replaced. There was no patient injury.